Event description:
It was reported that during the device replacement procedure a test shock was done through the existing cardiac resynchronization therapy defibrillator (crt-d) due to chronic high shock impedance measurements for the right ventricular (rv) lead. During the test shock a message appeared indicating high voltage had been detected on lead during a charge. Subsequently the lead was surgically abandoned and the crt-d was explanted for reported normal battery depletion. A new device and lead were successfully implanted and no additional adverse patient effects were reported. Please refer to previously submitted report 2124215-2018-08215 for reference to chronic high shock impedance measurements.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that during the device replacement procedure a test shock was done through the existing cardiac resynchronization therapy defibrillator (crt-d) due to chronic high shock impedance measurements for the right ventricular (rv) lead. During the test shock a message appeared indicating high voltage had been detected on lead during a charge. Subsequently the lead was surgically abandoned and the crt-d was explanted for reported normal battery depletion. A new device and lead were successfully implanted and no additional adverse patient effects were reported. Please refer to previously submitted report 2124215-2018-08215 for reference to chronic high shock impedance measurements.